Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2005. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On (B)(6) 2017 a CT of the patients abdomen was performed. The imaging showed that a greenfield type inferior vena cava filter is present. The tip of the filter is positioned approximately 2cm caudal to the renal veins. The tip of the filter is tilted to the left and is contiguous to the left lateral wall of the inferior vena cava. The tines of the filter protrude approximately 2mm through the wall of the inferior vena cava however no evidence of surrounding hemorrhage is noted.